Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a motor error alarm while rewinding their insulin pump. Customer also had several other motor error alarms in their alarm history. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery tests. No motor error alarms were noted. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.